Event description:
It was reported that when an asymptomatic patient presented clinic for normal follow up, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced.